Event description:
The customer indicated that they continue to have a fluid leak, 20 ml blood-tainted color liquid, on the coulter lh 750. The fluid leak was on the right side of the unit and the counter top. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer found the source of leak to be the luer fittings in the flowcell/diff area, qd9. He secured the luer fittings at qd9 that were seeping. All other luer fittings were inspected to make sure no others were loose. (B)(4).